Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported as due to an unspecified bacterial infection and also reported as unknown. The patient was hospitalized on the same day as the event onset. The patient received unknown treatment for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. On an unreported date the same month as event onset, pd therapy was discontinued and the patient was changed to hemodialysis therapy. No additional information was available.